Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "spontaneous rupture on the right." Device has been explanted.

Event description:
Health professional reported right side "spontaneous rupture on the right." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.7, g.1.